Manufacturer narrative:
Batch review performed on 28 may 2020: lot 1909455: (B)(4) items manufactured and released on 19-feb-2020. Expiration date: 2025-02-08 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot. 1907814 batch review performed on 28 may 2020: lot 1907814: (B)(4) items manufactured and released on 15 -jan-2020. Expiration date: 2025-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0310fl tibial insert fixed sphere flex size 3/10 mm l (k121416) lot. 1909418 batch review performed on 28 may 2020: lot 1909418: (B)(4) items manufactured and released on 04-dec-2019. Expiration date: 2024-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the surgery the nurse taken for error the wrong sizes and the surgeon implanted them. The field specialist detected the error few hours after surgery during a check. No revision surgery planned at this time for the patient.